Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center had an intermittent image issue with olympus 180 series scopes. There were no reports of patient harm.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. In speaking with olympus technical assistance center (tac), the customer reported that unit works fine with 190 series scopes, but 180 series scopes have imaging issues. Tac recommended changing the pigtail cable to determine if that was the issue. A loaner unit was delivered to the customer and their device was sent for repair. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.